Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). It is unknown as to why an incorrect battery was installed. There were no repairs made on the device, it was swapped. If any additional relevant information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an incorrect battery brand installed. No additional information is available.